Event description:
It was reported that the autopulse device experienced wide range between load cells. Add'l info was rec'd indicating that the wide range between load cells was observed on the downloaded archive. However it did not fail on the occurrence date of (B)(6) 2013. Review of the archive indicated that this was observed on (B)(6) 2013. No add'l details were provided. No adverse pt sequelae was reported.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) involved in the event was returned to zoll circulation on (B)(4) 2013 and was analyzed. Visual inspection of the platform indicates that battery lock was damaged. Reported problem was confirmed. The archive data exhibits user advisor ua 07 (discrepancy between load 1 and load 2 to large) fault. Both of the load cells were damaged. No functional testing could be performed as user advisory ua07 constantly displayed when device was powered on. Probable root cause attributed to this failure could be due to defective load celss module.